Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 3.0 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first row slightly flared and raised. The stent od (outer diameter) of the undamaged proximal section was measured which is within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.